Manufacturer narrative:
The manufacturer previously reported an issue with the active exhalation control module. The active exhalation control module was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the active exhalation control module failing was found to be due to proportional and solenoid valves failing.

Manufacturer narrative:
Evaluation conclusion = device has been evaluated but the repair has not been completed.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module will be replaced to address the issue.